Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
Operating room manager, reported the following event : "the screwdriver fractured during procedure." The procedure was for a right scaphoid nonunion performed by dr. (B)(6)."

Event description:
Or manager, reported the following event : "the screwdriver fractured during procedure." The procedure was for a right scaphoid nonunion performed by dr. S.l." Additional information: the screwdriver was turning in emptiness dr. S. Did an amplifier check that showed a small deposit on the screw. In fact, it was a fragment of screwdriver. The screw, which could not be screwed properly, had to be removed. Screwing into emptiness blunted the impression of the screw. It was necessary to release it to take it out. Screw was removed and wires were implanted instead. All fragments were removed from the patient during the surgery. The procedure was delayed of 45 minutes."

Manufacturer narrative:
Correction to concomitant medical products and device evaluated by MFR. Catalog and lot code the reported event that screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by overtorque. The device was received with broken tip. A microscope investigation of the surface breakage shows some dark areas distributed all around the tip, and which are specific to fatigue fractures. Some other bright areas can be seen and prove that the tip of the device broke because of a sudden big stress was applied to the device. Furthermore, the helical trend of the breakage is typical of overtorque. Based on investigation, the root cause was attributed to be user related. The most likely cause is that excessive torque was applied during screwing. In addition to this, the following factors might have contributed to the event: - the presence of hard/dense bone, as well as natural wear of the device. Indeed, as stated in the cleaning and sterilization guide: " [...] Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. [...] " a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.